Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/17/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered on h3 and h6.